Event description:
The facility reported an overinfusion, found during patient use. The facility contact stated that there was no long term injury but that the patient experienced a "significant drop in blood pressure." The device was infusing propofol at a rate of 5ml/hr. The volume is unknown, however, it is known that 10ml was remaining. The device was stopped until the patient's blood pressure had stabilized. Once stabilized, the infusion was restarted. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the complete set up of the infusiion device or patient demographics. No additional information.